Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to be interrogated when the patient presented in clinic for follow up. No further information is available at this time.